Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level, value was not provided. Although asked but tandem technical support (cts), customer did not provided how they treated elevated bg. A system check was performed by cts and it was determined that the pump was functioning as expected. Recommendation was made to consult with healthcare provider regarding diabetes management.